Event description:
It was reported that a health care provider (hcp) was unable to aspirate the existing catheter during a replacement for normal battery depletion. The surgeon trimmed ¿a little bit¿ from the proximal end so the new catheter length was 80.1cm with a volume of 0.176ml. The patient was going to be supplemented with a personal therapy manager (ptm). The patient was going to be kept in the hospital for assessment. The drug was changed from dilaudid (hydromorphone) to morphine (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
It was later reported that the catheter was old, so the health care professional (hcp) thought maybe when he was pulling fluid he was causing it to collapse, however, the hcp injected dye and the catheter was patent. The only thing he replaced was the pump connector and a little bit of catheter there. The hcp reduced the dose for the patient and the patient was seen two or three times since and he was doing really well.

Manufacturer narrative:
(B)(4).